Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 19cm distal to the df4 connector pin. The distal and proximal fragment were received for analysis. The medial fragment (approximately 8cm length) was probably not returned. An extraction aid was found in the distal lead body. It is reasonable to assume that the lead was cut during the extraction procedure. The performance of the lead fragments was scrutinized, including a visual inspection. The analysis showed multiple abrasion marks along the lead fragments. In particular between 9cm and 7cm proximal to the lead tip the insulation was found damaged due to wear, which is assumed to be the root cause of the clinical observation. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Diagnostic images clarifying this assumption, were not available. Furthermore, in the above mentioned region the conductor cable leading to the ring electrode was found exposed loop-shaped outside the lead body. This damage most likely occurred due to severe tensile forces applied during the extraction procedure. Further analysis revealed a deformed rv shock coil, which most likely resulted from the mechanical forces during the surgery. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that this lead was explanted due to a break in the insulation. Lead coil conductors noted to be exposed after explant. No adverse patient events were reported. Should additional information become available, this file will be updated.